Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a painful irritation when wearing the device. She noted that she had developed shingles. Lifevest contact is irritating or exacerbating existing condition. The patient was under her doctor's care to manage the pain but hs not had much success. The outcome of the irritation is not known.